Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation unable to determine the conclusive cause for the reported difficulty; however, the subsequent treatment appear to be related to circumstances of the procedure. It was reported only a single device was preplaced for the sheath size of 12fr for access site in the right common femoral artery. It should be noted that the proglide instructions for use ¿indications¿, states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement with a proglide device was successfully achieved in the calcified right common femoral artery via an 8fr sheath using the preclose technique prior to a viabahn procedure. The procedure was commenced; however, during the procedure it was identified that a larger sheath was required. As this would have caused further delay, a second suture was not placed at this time. The sheath was upsized to 12fr. Following termination of the procedure, hemostasis of the large hole was not achieved with the single preplaced suture and a second proglide device was placed post procedure to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.